Manufacturer narrative:
Manufacturers ref# (B)(4). Date of awareness is 04apr2025. After investigation is completed on 29jul2025 the event is now considered reportable to FDA as similar incidents have previously been reported and the event might lead to serious injury if it were to recur blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: the filter would not fit through sheath. Removed and replaced. The femoral introducer with loaded celect-pt filter was returned inside the proximal part of the sheath. The sheath was cut approx. 5cm from the hub and the filter pre-expanded distal to the cut. The distal part of the sheath was not returned and consequently it cannot be determined why the filter would not fit through it. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: ivc filter would not fit through provided sheath, no patient harm or provided injury, another one used to finish the procedure. Patient outcome: another filter was used to finish the procedure.